Manufacturer narrative:
(B)(4). For related complaints see MDR #3010532612-2018-00160 and tc #(B)(4); MDR #3010532612-2018-00157 and tc #(B)(4); MDR #3010532612-2018-00158 and tc #(B)(4).

Event description:
It was reported that during insertion of the spring guide wire in the needle then in the body of the patient, the guide wire started turning and kinking even though it was flushed with saline and had a reflux. The guide wire was so soft and pliable, the medical staff had to remove it and repeat the procedure 4 times with 4 different catheters until they succeed.

Event description:
It was reported that during insertion of the spring guide wire in the needle then in the body of the patient, the guide wire started turning and kinking even though it was flushed with saline and had a reflux. The guide wire was so soft and pliable, the medical staff had to remove it and repeat the procedure 4 times with 4 different catheters until they succeed.

Manufacturer narrative:
(B)(4). For related complaints see MDR #3010532612-2018-00160 and tc #(B)(4). MDR #3010532612-2018-00157 and tc #(B)(4). MDR #3010532612-2018-00158 and tc #(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab swg insertion difficulty is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. The reported complaint will be monitored for any developing trends. No further action required at this time.